Event description:
It was reported that, during a volume test, the pump was under-infusing. No patient injury was reported.

Manufacturer narrative:
No additional information has been received to date. A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were all intact upon receipt. No error code was found in the ehl (event history log). The customer reported issue was not duplicated during the investigation as, after running three accuracy tests, the pump was found to be within the manufacturing specifications. Root cause of the reported issue is unknown as no problem was found. No actions were taken. The product is beyond 12 years from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service previously.

Manufacturer narrative:
Additional information received on 17-aug-2022 via email and attached in complaint object: failure occurred during testing and not with a patient. H6: event problem and evaluation codes: updates not required. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 6500. H4: correction: device manufacturing date: 08-feb-2010.